Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)/vaginal haemorrhage') in an adult female patient who had essure (batch no. A47940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, ovarian cyst, fibroids, vaginal itching, dyspareunia, lower abdominal pain, constipation, vaginal discomfort, uterine bleeding, paratubal cyst, perineal pain, uterine enlargement, endometriosis and adenomyosis. Concomitant products included alprazolam (xanax), cefixime (flexeril), clarithromycin (macrobid), ethinylestradiol;norethisterone acetate (loestrin), fluconazole (diflucan), fluoxetine hydrochloride (prozac), omeprazole (protonix) and sulfamethoxazole;trimethoprim (bactrim). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (unilateral), oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, weight increased and vaginal haemorrhage had resolved and the fatigue and dysmenorrhoea was resolving. The reporter considered dysmenorrhoea, fatigue, menorrhagia, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted date of insertion: (B)(6) 2013, (B)(6) 2009. Current weight: 201 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Bilateral essure inserts with no contrast entering either fallopian tube (per mr). Imaging procedure - on (B)(6) 2013: essure confirmation test results of confirm. Test bilateral occlusion. Pathology test - on (B)(6) 2015: -proliferative endometrium. -cervix and fallopian tube without pathologic changes. -ovary with cystic follicles. -simple paratubal cyst. Clinical data: abnormal uterine bleeding, pelvic pain.. Ultrasound pelvis - on (B)(6) 2012: impression: essentially normal pelvic ultrasound. 2 cm left ovarian cyst is within physiologic limits.. Most recent follow-up information incorporated above includes: on 5-nov-2019: pfs+mr received. Lot number added. New events: abnormal bleeding (vaginal), dysmenorrhea were added. Outcome for events were added. New reporters, plaintiffs information added. Concomitant conditions, drugs and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)/vaginal haemorrhage') in an adult female patient who had essure (batch no. A47940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, ovarian cyst, fibroids, vaginal itching, dyspareunia, lower abdominal pain, constipation, vaginal discomfort, uterine bleeding, paratubal cyst, perineal pain, uterine enlargement, endometriosis and adenomyosis. Concomitant products included alprazolam (xanax), cefixime (flexeril), clarithromycin (macrobid), ethinylestradiol;norethisterone acetate (loestrin), fluconazole (diflucan), fluoxetine hydrochloride (prozac), omeprazole (protonix) and sulfamethoxazole;trimethoprim (bactrim). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (unilateral), oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, weight increased and vaginal haemorrhage had resolved and the fatigue and dysmenorrhoea was resolving. The reporter considered dysmenorrhoea, fatigue, menorrhagia, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted date of insertion: (B)(6) 2013, (B)(6) 2009. Current weight: 201 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Bilateral essure inserts with no contrast entering either fallopian tube (per mr). Imaging procedure - on (B)(6) 2013: essure confirmation test results of confirm. Test bilateral occlusion. Pathology test - on (B)(6) 2015: -proliferative endometrium. -cervix and fallopian tube without pathologic changes. -ovary with cystic follicles. -simple paratubal cyst. Clinical data: abnormal uterine bleeding, pelvic pain.. Ultrasound pelvis - on (B)(6) 2012: impression: essentially normal pelvic ultrasound. 2 cm left ovarian cyst is within physiologic limits. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2019: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (unilateral), oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia had resolved and the fatigue and weight increased outcome was unknown. The reporter considered fatigue, menorrhagia and weight increased to be related to essure. The reporter commented: discrepancy noted date of insertion: (B)(6) 2013, (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: essure confirmation test results of confirm. Test bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2019: pfs received reporter information was added. Case becomes incident with new event added menorrhagia (heavy menstrual bleeding), fatigue, weight gain. Hysterectomy (full), salpingectomy (unilateral), oophorectomy was performed. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.